Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a generalized complaint of unintended disconnections with leaking when the side port of a maxplus extension set is mated to a syringe or tubing. Although requested, specific event information is not available. These events have occurred during priming and during infusions; there has been no patient harm.